Event description:
Inserted sensor which failed after initial sensor warm up. Took sensor off and inserted a 2nd sensor and the same thing happened. A day later the sensor that functioned after warm up failed because the adhesive separated from the sensor and the sensor fell off. Pt code: 4582. Device codes: 3023, 1068, 1581. Ref reports: mw5178728, mw5178730.